Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 500 mg/dl. Customer put a mio on and kept getting low readings. Customer worked out and then went to the store. On the way home customer crashed at 43 mg/dl and then ate lunch and went to 500 mg/dl. Customer took that one off and put a new one on. It is still reading high numbers. Customer is concerned since she crashed low yesterday morning and has been high ever since even after changing her infusion set. The current blood glucose was 236 mg/dl. Customer treated for high blood glucose with pump only. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test which was passed. She rewound the pump as required and reset the fill cannula. Customer states there are no leaks. Customer declined to troubleshoot low blood glucose stating she did not eat much breakfast then worked out. While troubleshooting for high blood glucose, the customer stated that, the previous set has pink on the cannula when removed. Customer stated that there is blood at the site. Customer states site is not actively bleeding at time of the call. Customer states there is not blood at the site currently. While troubleshooting high blood glucose, the customer states there were air bubbles in the previous res. The approximate size of air bubbles is a little larger than champagne bubbles. Air bubbles were noticed by customer after removed set. Could not complete troubleshoot since this was a past event and res has already been discarded. Advised customer to monitor the issue. The insulin pump will not be returned for analysis.